Manufacturer narrative:
The ge service rep conducted an on site investigation. The power supply was replaced and calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the monitors on the system would not boot up. No pt injury was reported.